Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: it was reported that a patient was implanted on unknown date with a trochanteric fixation nail (tfn) and distal titanium locking bolt. Six months post-operatively, the patient had not healed. On an unknown date, the patient developed a hypertrophic non-union. The distal locking bolt was found to be broken. It was noted by the surgeon that the screw was taking a full load over six to nine months. The surgeon returned the patient to the operating room on (B)(6) 2013, to remove the tfn and the locking bolt to stimulate healing. The patient was revised to a lateral femoral nail. No additional information is available. This report is for an unknown 4.9mm titanium locking bolt. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.